Manufacturer narrative:
The event occurred on an unspecified date in (B)(6)2022. The actual device was not available; however, a photograph of a sample was provided for evaluation. The photograph was visually inspected with no issues noted. The reported condition was not verified by the photograph. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.